Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
During a sub-q closure, the suture broke. The surgeon used another suture to complete the procedure, no pt injury was reported.